Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified forearm shunt vessel. A symmetry? Balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the third inflation at 10 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for evaluation. Visual inspection identified that the balloon was not in a folded configuration, indicating exposure to positive pressure. A longitudinal tear was observed in the balloon material, measuring approximately 13 mm in length and extending from 4 mm proximal to the proximal marker band to 7 mm distal to the proximal marker band. The rated burst pressure for this balloon is 15 atmospheres per product specifications. Further visual and tactile examination of the device shaft revealed no damage or abnormalities. Additionally, inspection of the device tip did not identify any issues. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the symmetry device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause is adverse event related to patient condition. There was no indication of device damage or malfunction prior to the event. The balloon rupture occurred during the third inflation at 10 atmospheres for 60 seconds at a lesion described as 99% stenosed, mildly tortuous, and mildly calcified. These lesion and anatomical characteristics are considered the most likely contributing factors to the balloon tear.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified forearm shunt vessel. A symmetry? Balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the third inflation at 10 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.